Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (1 mg/ml at 0.1099 mg/day) via an implantable pump. It was reported that the patient experienced an infection. When the patient went for pump pocket revision, pus leaked from the incision. Swabs were taken of the discharge. Upon removal of the equipment, it was noted that the catheter had been pulled from the intrathecal space. The patient mentioned that the pump had flipped. There were no reported falls from the patient during pre-operation discussion. There were no issues with interrogating the pump pre-operation, and the communicator connected very quickly. No symptoms were present prior to the discovery of the infection. The pump and catheter were explanted on (B)(6) 2022 as a result of the infection. The issue was resolved at the time of the report. The status of the patient at the time of report was ¿alive - no injury¿ the patient¿s weight and medical history were asked but were unknown.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780 , serial# (B)(4), implanted: (B)(6) 2022, explanted:(B)(6) 2022, product type: catheter, ubd: 23-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.